Manufacturer narrative:
Concomitant medical products and therapy dates on (B)(6) 2012: tgt4015/9623789, tgt3715/9375537, tgt3115/9468451. On (B)(6) 2012: tgt3715/9450965. (B)(4).

Event description:
On (B)(6) 2010, this patient simultaneously underwent tevar and an open heart surgery, whereby a gore tag thoracic endoprosthesis (tgt3715/8166558) was implanted. A guidewire was inserted into the left femoral artery, and advanced up to the ascending thoracic aorta. Then a median sternotomy was performed, and cardiopulmonary bypass (cpb) was prepared on the patient. Additionally, vascular grafts were sewn to bilateral axillary arteries for securing oxygenated blood to the arteries. After the cpb was utilized and the aorta was clamped, the physician cut down the aorta between the left common carotid artery (lcca) and left subclavian artery (lsca), and pulled out the guidewire. The tag device was inserted from the guidewire in an antegrade manner into the aorta, and deployed just below the ostium of the lcca as intended. After the deployment, the cut down was sutured, and the clamp was released. Subsequently, coronary artery bypass grafting (CABG) was performed using the saphenous vein graft (svg) to the left anterior descending artery (lad). Finally, one vascular graft sewn to the left axillary artery was connected to the ascending aorta for bypass, and the whole procedure was completed. The total amount of blood loss during the procedure was 3301 ml; however it was unknown which specific procedure caused the loss. After the procedure on the same day, the patient developed a cerebral infarction, and suffered with homonymous hemianopia. The cause of the infarction was reportedly procedure-related. It was reported that the physician treated the patient with medication (detail of medication unknown). On (B)(6) 2010, the patient was discharged. It was reported that the aneurysm measured 58 mm, and the patient had slightly recovered from the infarction. On (B)(6) 2011, six month follow-up imaging showed that the aneurysm measured 54 mm. The patient was reportedly recovered further from the infarction; however symptoms slightly remained. On (B)(6) 2012, the aneurysm ruptured. According to the physician, the cause of the rupture was unknown; however it was reportedly suspected that the distal end of the tag device might have damaged the aorta, causing the rupture. On the same day, the patient emergently underwent an additional endovascular procedure using three gore&#59412;tag thoracic endoprostheses (tgt4015/9623789, tgt3715/9375537, and tgt3115/9468451) to repair the rupture. The rupture was successfully repaired, and the patient tolerated the procedure. On (B)(6) 2012, the aneurysm ruptured again. The cause of the rupture was reportedly unknown. On the same day, the patient emergently underwent another additional endovascular procedure using a gore&#59412;tag&#59412;thoracic endoprosthesis (tgt3715/9450965) to repair the rupture. The rupture was successfully repaired, and the patient tolerated the procedure. On (B)(6) 2013, two year follow-up imaging revealed that the aneurysm enlarged to 63.2 mm. Development of a pseudoaneurysm at level of the distal neck of the tag devices was also identified. The cause of the pseudoaneurysm was reportedly device-related. It was also reported that the infarction slightly remained. On (B)(6) 2013, the patient underwent another endovascular procedure using stent graft of another manufacturer to repair the pseudoaneurysm. The patient tolerated the procedure. On (B)(6) 2013, three year follow-up imaging showed that the aneurysm measured 59.5 mm. It was reported that the pseudoaneurysm and the infarction slightly remained, and elected to be monitored. On (B)(6) 2015, the patient developed another cerebral infarction. The physician stated that this infarction was not device or procedure related. No further information is available.